Event description:
The customer reported a leak coming from the system solution drawer of the alinity m instrument. The field service engineer (fse) found that 2 clips from the tubes next to the exit of the last peristaltic pump were broken and the tube disconnected from a connector. The cause was the bottle connector that was blocking the flow into the bottle increasing the pressure in the tubes. The plastic valve inside the bottle was crushed. After connecting the tubes correctly, the fse cleaned and decontaminated the parts affected by the leak. The customer confirmed that staff was not in contact with the spilled liquid. There was no injury related to the reported leak. There was no patient involvement as the leak was identified by the alinity m system user.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).